Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. The customer's blood glucose was 522 mg/dl at the time of the incident. Customer stated that she was sitting in her chair when she got the no delivery alarm. Customer stated that her blood glucose has been high and she has spoken with her doctor. Customer stated that she gave herself 10 units of insulin this morning but her blood glucose did not lower. Customer was advised by her doctor to remove the site from her body and treat with 15 units of insulin using a syringe. Customer was advised by her doctor to set an appointment to have her settings adjusted. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was instructed to remove the pump and treat with a syringe for her high blood glucose.